Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis revealed compromised header bonding. Insufficient medical adhesive bonding between the header and device case was found. Boston scientific has implemented successful corrective action for this issue.

Event description:
Boston scientific received information that the physician electively explanted this device due to normal battery depletion, as the device had been at an estimated remaining longevity of about a year for one year and he felt elective replacement status was imminent. During the device replacement procedure the header snapped off the device. It was reported that the physician was only using his fingers to remove the device and did not use much force. The patient had an underlying rhythm around 40 beats per minute (bpm). A new device was successfully implanted and no adverse patient effects were reported.